Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump was off, and the patient chemo bag was still completely full. It was reported that the pump settings were verified and showed that all 150cc were infused and there was zero residual. No patient injury reported.